Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, front panel/front frame corrosion, poor appearance, top cover dust, bottom chassis rust, broken power switch, and defective video socket connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display blank screen when the tjf scope is plugged however; a regular scope work as normal. The event was discovered during installation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the black screen was likely from a faulty patient board set. There has since been a design change to prevent reoccurrence. The instruction manual of cv-190 describes the following, and the appearance defects (damage, corrosion) of the device might be prevented by following the descriptions: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 3.1 precautions for installation and connection. Use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result." Olympus will continue to monitor field performance for this device.